Event description:
Dexcom g5 sensor audio did not work for 4 low blood sugar alerts. This was recalled previously and I was told by both a sales rep (on (B)(6) 2016) and supervisor (on thursday (B)(6) 2016) that this issue had been resolved prior to purchasing the system. I received the system today and within the first hour of use. I had 4 low blood sugar alerts that did not have audio even though it was set for audio. When tested, the audio works, however, when an actual low blood sugar occurs in real time, the system only vibrates and does not have any sound. They are lying to prospective customers, saying that the issue has been resolved.